Event description:
Crew was using spur bvm on the pt during the transport within the hosp. Anesthesiologist noticed that the concentration dropped for this pt. Crew used back up bag and concentration went up. No pt harm.